Event description:
Reporter alleged blood glucose results of 371 mg/dl, 185 mg/dl, 164 mg/dl, and 193 mg/dl obtained on the advantage system within 9 minutes. Reporter stated customer was feeling no symptoms and no treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.